Event description:
Indication: common variable immunodeficiency, unspecified. Patient (pt) reports pump (serial number: not reported; expiration date: not reported) is no longer working. No specifics provided. Unknown if pt missed dose, had an interruption to therapy or if adverse event(s) resulted due to product issue. Pharmacy to send replacement pump. Unknown if pump is available for return. No return material sent. No further info, dates or timelines provided. Hizentra 20% associated with pump.